Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon not intact, fuzz came off, remaining parts stayed inside body-vagina [foreign body in reproductive tract]. Pain / stomach [abdominal pain upper]. Tampon not intact, fuzz came off, remaining parts stayed inside body when removed [complication of device removal]. Tampon not intact, fuzz came off, remaining parts [device breakage]. Consumer contacted via phone and stated that the tampon was not intact after she removed it; on the side where it would normally be hard, the fuzz came off and stayed inside her body. No serious injury was reported.

Manufacturer narrative:
14-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon not intact, fuzz came off, remaining parts stayed inside body-vagina / retained tampon [foreign body in reproductive tract] pain / stomach [abdominal pain upper] tampon not intact, fuzz came off, remaining parts stayed inside body when removed / removed tampon, looked as if part of it did not fully come out [complication of device removal] tampon not intact, fuzz came off, remaining parts / tampon breaking apart [device breakage] consumer contacted via phone and stated that the tampon was not intact after she removed it; on the side where it would normally be hard, the fuzz came off and stayed inside her body. No serious injury was reported. Follow-up: consumer stated the tampon started breaking apart inside of her. Follow-up: medical records state the patient presented with concern for retained tampon. She reported when she removed the tampon, it looked as if part of it did not fully come out. Nothing noted in vagina upon physical examination, and no tampon pieces noted near or in cul-de-sac.